Event description:
Follow up identified the patient had his scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the clinician programmer and the patient controller (pc) do not connect with the patient's scs ipg. Reportedly, the patient stated he underwent an emergency gall bladder surgery three days prior, and had not been able to connect the pc and ipg since. A company representative met with the patient and troubleshooting was unable to resolve the issue. The patient's scs ipg was deemed inoperable. Surgical intervention may be taken to address the issue.